Event description:
Hcp reported the pt was hospitalized for a staph infection approx one month post-implant of device system. After hospitalization, the stimulation coverage was intermittent and the pt felt "shocking sensations". Impedences were normal. The device was explanted and returned to the MFR for analysis. Additional info has been requested by MFR from the health care professional regarding the reported event. A supplemental MDR f/u report will be sent to FDA if additional info is received.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A f/u report will be sent when final device analysis is complete.